Event description:
On january 12, 2000, while performing a biopsy lidocaine vial broke (shattered) while opening it, resulted in thumb laceration necessitating stitches. A second vial shattered in same fashion during biopsy immediately following the first biopsy. "This has never happened to me in my 14 years in medicine". Doctor also drew a picture of the vial and it was top part of the vial that shattered above the neck.